Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 15mm 1.50 maverick balloon catheter was advanced for dilation. The balloon was inflated however it ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of maverick otw balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. Magnified inspection identified a pinhole in the balloon material at the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 15mm 1.50 maverick balloon catheter was advanced for dilation. The balloon was inflated however it ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).